Manufacturer narrative:
Event 1 this report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. No sample / overinfusion the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. A space line was inserted and the infusion started with a rate of 6ml/h and a volume of 80ml on 2024-05-22 at 10:59am. During the infusion, the rate was change several times and a new volume of 100ml was set, two times. The infusion stopped on 2024-05-23 at 07:21 am. At this time, 108.10ml was infused. No other abnormalities were found

Manufacturer narrative:
Event 1: this report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 1: according to the customer: noradrenaline therapy started around(B)(6) 2024 , approx 1059 hours at 0.4mcg/kg/min which based on the set dosage and vtbi is expected to last for approximately 13 hours. During routine inspection by the user, therapy bag was found to be empty at around the 8 hour mark, prompting top up (termed 2nd bag) to resume therapy , expected to last for another 13 hours. No patient complications were reported as a result of this event.